Manufacturer narrative:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 upstream occlusion alarm was confirmed in event log and during testing, it failed psi. This was isolated to upstream occlusion sensor was inoperable and the root cause of the issue. Therefore, the upstream occlusion sensor will be replaced. Battery door was damaged on physical finding.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 had ab "upstream occlusion alarm." No patient adverse events reported.